Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. No visual defects were observed. It was inspected that each catheter has enough silicon (not excessive) so that it slides through the wiper seal easily and wiper seal does not pull out. Suction-pro valve is operational and is not damaged, after the valve assembly toggle press. No visual defects were observed. Functional tests were performed. All tests were successfully; no leak test or other failure mode was confirmed. There is no root cause for this event since the failure mode reported could not be confirmed in site. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that catheter was twisted causing discomfort to patient when suctioning. No patient injury reported.